Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose level was 454 mg/dl. Customer stated that they experienced a low blood glucose and the low blood glucose value was 63 mg/dl. Customer treated with food for low blood glucose. Customer treated with insulin pump for high blood glucose. Customer also specified other relevant blood glucose 74 mg/dl and 95 mg/dl. The product will not return for the analysis.

Manufacturer narrative:
The concomitant medical products have ben provided with this report.